Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose was 52mg/dl at the time of the incident. The customer reported that she got a replacement pump and needs help programing it. The customer did not have her settings for the pump and she was experiencing low blood glucose. States that she is going to go treat the low blood glucose and call back. The customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.